Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance and a loss of capture in the bipolar configuration. Also reported was that the surgeon stated rib/clavicle constriction.~~~~~~~~